Event description:
Covidien endo stitch auto suture suturing device was still and difficult to use. Needle broke in half upon attempting to remove from device (this occurred away from the pt). Device was replaced with one of the same lot number with no further issues. Diagnosis or reason for use: laparoscopic total hysterectomy.